Event description:
The customer reported that bleeding occurred although an end tone, indicating a completed seal cycle, was heard. The blood loss was described as normal and there was no transfusion necessary. A new device was used to complete the case and there was no injury to the pt.

Manufacturer narrative:
(B)(4). The incident device returned, evaluated and found to function within spec. The device tested for activation and sealing function on simulated tissue with acceptable results. Add'l testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.